Event description:
The customer reported that the left monitor wouldn't come up and they couldn't send images.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep troubleshot the system and found the left monitor was good. The video cable going to the monitor from the aspect box was bad. He ordered the cable and replaced the video output cable from the aspect box. The unit is working as intended.